Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) cleaned the analyzer and qc was performed successfully. The root cause of the event was found to be consistent with environmental contamination. The service maintenance actions performed by the fse resolved the issue. No product problem was identified.

Manufacturer narrative:
The analyzer serial number is (B)(6). Dust and dirt was observed on the active gripper. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 338.0 ng/l. The repeat result was 5.29 ng/l. Another sample collected from the same patient was tested and the result was 5.14 ng/l. The results of 5.29 ng/l and 5.14 ng/l were deemed correct. No questionable results were reported outside of the laboratory.